Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024 a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube and percutaneous endoscopic jejunal tube (j-tube). On (B)(6) 2025 during a proactive visit, the peg tube was unable to be mobilized and a buried bumper was suspected. An unspecified moisturizing cream was applied and the peg tube was able to be mobilized. During a revisit, the peg tube was again unable to be mobilized and an exploratory endoscopy / gastroscopy was scheduled. On (B)(6) 2025 during the gastroscopy, the physician visualized that the "internal disc was buried in the abdominal wall¿. The endoscopy nurse removed the internal tube and the digestive doctor removed the peg tube by traction, completely removing the peg tube and the internal disc. The digestive doctor informed the neurologist for a new stoma site and a new peg tube placement.

Manufacturer narrative:
Additional information added to b5 and h11. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation.

Event description:
Additional information received on 31 jul 2025: on an unknown date, the patient underwent a a new peg tube placement during an endoscopy with a good prognosis.